Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced low blood glucose (bg) levels. The customer did not provide a bg value. Reportedly, the customer set a temporary rate and consumed carbohydrates to address low bg levels. Customer disconnected the call with tandem technical support. Additional information regarding the reported low bg levels were unable to be obtained.